Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at time of incident. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the cannula was bent and troubleshooting was done for bent cannula. The customer was treated for the high blood glucose with manual injections. The customer was using auto mode feature at the time of reported high blood glucose event. Based on customer report customer did allege insulin pump was under delivering because they had diabetic ketoacidosis in the past which was already reported. The insulin pump and reservoir will not be returned for analysis.